Event description:
It was reported that the motor was stuck on the zimmer air dermatome. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/12/2004 and was last repaired on 02/09/2007 for a non-related issue. Evaluation of the device observed that the shaft pin was displaced from the eccentric shaft, preventing the reciprocating arm from engaging. Additionally, the device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the eccentric shaft and all standard repair parts. The customer did not return any width plates, blades or a hose for evaluation. The device has not been in for repair or maintenance in seven years. Lack of preventative maintenance likely caused the damage to the eccentric shaft pin over time, causing the shaft pin to become displaced which most likely caused the customer's reported event. Per instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.